Event description:
The patient was treated with oral antibiotics(augmentin) for 14 days and antibiotic drops(ofloxacin) three time daily for 2 weeks, however, the issue did not resolve. The device was explanted (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced pain and infection (specific date not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.